Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to syncope. It was noted that there was noise noted on the stored electrograms and the right ventricular (rv) lead exhibited high and varying impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.